Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The actual complaint product was not returned for evaluation. A root cause could not be determined. All information reasonably known as of (B)(6) 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. H3 other text : device not returned.

Event description:
The nasogastric (ng) tube may have eroded through stomach wall - this could have been very friable due to underlying vasculitis, steroid use and two gastroscopy procedures. Computerized tomography (CT) scan review described - tip of the ng tube appears to lie beyond the stomach - whilst this appearance can be artefactual the possibility of tube perforation is difficult to discount especially in the context of free gas and large volume. Per additional information received on (B)(6) 2023, the patient deceased on (B)(6) 2023. It is unknown at this time if the reported death is directly related to the incident reported. Per additional information received on (B)(6) 2023, ¿a CT report identified that the ng tube was penetrating through the patients stomach wall, we are unable to conclude the extent that this effected the patient¿s death currently.¿ no interventions reported.